Event description:
It was reported that the implant broke.

Manufacturer narrative:
The surgeon did not use a trial per surgical guide prior to implanting cage. The implant was heavily impacted upon during insertion. The implant was explanted without any pt injury. Procedure was completed without delay.